Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating the device was explanted due to brady pacing rate not as expected.

Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.